Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the titanium port. On (B)(6) 2025, post the procedure, during removal of the ipc lesions noted along the cervical catheter tract for seven days, tender to palpation, non-indurated, with no signs of infection (afebrile, normal cbc, negative blood cultures). Upon ipc removal, a 2 mm erosion was identified at the 20 cm mark. Lesions diagnosed as chemotherapy extravasation through the catheter defect. Ipc was removed due to discomfort, and chemotherapy was discontinued per oncologist agreement. The current status of the patient was unknown.